Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture.

Event description:
Crepitus in the area of tumor endoprosthesis, on (B)(6) 2020 crackling sound without trauma and sudden acute pain and instability, material fracture of the femoral prosthesis shaft of a tumor endoprosthesis after implantation 2013 in otherwise normally active patients. [Reported by user].

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture.

Event description:
Crepitus in the area of tumor endoprosthesis, on (B)(6) 2020 crackling sound without trauma and sudden acute pain and instability, material fracture of the femoral prosthesis shaft of a tumor endoprosthesis after implantation 2013 in otherwise normally active patients. [Reported by user].